Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. The alleged battery hot to touch issue was unable to be confirmed.

Event description:
It was reported that the customer smelled burning while attempting to charge the pump. Customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.